Event description:
It was reported that a user of the ilet bionic pancreas experienced prolonged high blood glucose following a cartridge and infusion set change, a delayed and underestimated meal announcement after a very starchy meal, and suspected reduced insulin absorption at a frequently used site; cgm readings reached the high 300s and fingerstick values exceeded 400 mg/dl before trending down after an infusion site change to a new location, with assistance provided for fill-cannula. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user, analysis of information provided by the user or third party, and review of user interface interactions related to meal announcements. Investigation of this case revealed no device problem found, with a usage problem identified involving an improper or incorrect procedure or method related to meal announcement timing and size and potential site scar tissue affecting absorption, with the device user interface as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.